Event description:
The customer contact reported loss of suction. Prior to patient use during the testing of the suction set up, the healthcare professional noted loss of suction. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Information on reprocessing of the device was requested; however, the information was not obtained.